Event description:
It was reported that the patient experienced swelling of the arm from the fingertips to armpit. The swelling occurred after tearing up junk mail. Follow up was conducted and indicated that the patient experienced a deep vein thrombosis. The patient was put on an ti-coagulants and will be monitored. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).